Event description:
A malfunction was reported on the pump, but there was no adverse impact on the customer's blood glucose level. The customer was advised to use mdi as a backup therapy, and a replacement pump was sent with updated software. Technical support instructed the customer on how to put the old pump into storage mode and provided a return box with a prepaid label for returning it within 10 days to avoid additional charges. The customer acknowledged these instructions and confirmed their understanding, including the need to program settings and connect the cgm to the new pump.